Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that while in the cath lab the md inserted an iab-s730c through the existing sheath without difficulty. When the intra-aortic balloon (iab) was inserted, the md could not aspirate the central lumen and therefore, declared this iab as clotted off. As a result, the iab with the sheath was removed as one unit. A second iab-s730c was inserted successfully utilizing the super arrow-flex (saf) sheath with the side arm that was included in the kit. There were no reported pt complications.